Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control iq software did not accurately adjust the amount of insulin delivered. Customer's blood glucose was less than 100mg/dl. Reportedly, customer declined to provide additional information and declined troubleshooting with tandem technical support.